Event description:
Customer reported that during a procedure, the suture broke off inside the patient. The bullet had broken off and was left inside the patient. Per the physician, it was on the bone. There was no adverse outcome to the patient reported.

Manufacturer narrative:
Manufacturer will contintue to monitor this issue through trending. The device was discarded at the site. No results are available at this time.